Event description:
The customer reported his blood glucose reached 382 mg/dl less than an hour after the pod was activated. He stated the cannula was not inserted properly into the infusion site.

Manufacturer narrative:
The product was not returned for evaluation. The user reported the cannula was not inserted correctly into the infusion site. This condition would interrupt insulin delivery and contribute to hyperglycemia if it occurred. Qualification records were reviewed and the product lot met all acceptance criteria.